Event description:
The customer reported that the analyzer continued to produce elevated potassium results. A field engineer revisited the site and performed additional maintenance on the instrument. Pt results were not reported.